Event description:
The customer dropped the meter and now it is not reading all of the numbers. During the troubleshooting process it was determined that the 10s position is missing several segments. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.